Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced high blood glucose on (B)(6) and was taken to the emergency room by her spouse. The customer stated that her blood glucose was over 500 mg/dl and rose to almost 600 mg/dl. She experienced difficulty breathing and headache. The customer stated that she had ketones but the doctor did not diagnose diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization but was currently disconnected. Customer was still in the hospital and was probably being released later in the day. Current blood glucose was 255 mg/dl. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Settings have been recently checked by the doctor. The insulin pump alarmed motor error during the high pressure test. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power, unexpected restart, displacement, excessive no delivery and self-test. The motor error alarm noted during basic occlusion and prime alarm during prime test due to faulty force sensor resistor. We were unable to complete functional test including occlusion test due to prime alarm. The bolus wizard functioned properly per bolus wizard. The motor was tested outside the pump and passed. A minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads noted during visual inspection.